Event description:
It was reported to philips that the system failed to boot during late-night startup; multiple processes crashed on a azurion 7 b12. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service checked the logs, provided a workaround solution, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).